Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (B)(4) failed functional testing as the drive train motor brake assembly air gap was out of specification (measured at 0.013"), which is out of the specification (0.008") and is not adjustable. The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. In addition, noticed a worn-out clutch disc. The drive train motor, along with the clutch disc, were replaced to address the observed failure, likely attributed to the device's aging. The autopulse platform was manufactured in may 2016 and has reach its service life of five years. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform passed the functional testing without any fault or error. However, during further functional testing, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2021, during preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed functional testing as the drive train motor brake assembly air gap was out of specification, and it could not be adjusted. No patient involvement.